Event description:
It was reported during testing at the manufacturing facility that the o-ring was loose. A loose o-ring may cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no delays.